Manufacturer narrative:
The reported event that the patient required mobilization under anesthesia due to knee stiffness could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a "retrospective post-market clinical data collection protocol for stryker systems ¿ variax 2 mini fragment" that contains collected data on the usage and the outcomes of variax2 mini fragment plate system. The data on the subjections included in this report is inclusive of surgery dates between (B)(6) 2020 and (B)(6) 2023. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, 1 patient had knee stiffness.